Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock and high-risk cp: section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported the 77 year old female patient had an attempted impella cp implant and it was aborted. The impella sheath unable to be placed in right. Attempted access in left femoral, but patient found to have iliac stent. Stent ballooned but impella still unable to pass and the implant was aborted.

Manufacturer narrative:
The investigation of delivery issues and difficulty inserting/removing introducer has been completed. The product was not returned for investigation. Data log review was not required for this case run. As per the clinical, impella sheath could not be placed in the right femoral artery, and access to the left femoral artery was unsuccessful due to an iliac stent, which, despite ballooning, still prevented the passage of the impella. The cause of the difficulty inserting introducer issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the delivery issue was most likely patient condition related to diseased vessels.